Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was isolated to a burnt battery board, a shorted q1 current-controlling transistor, and a shorted u13 cmos flash microcontroller on the bedside pca. The shorted transistor and microcontroller was caused by the contamination. The root cause of the shorted q1 and u13 was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.